Event description:
It was reported that sometimes the power of subject device did not turn on or did not respond when the power button was pressed. The event occurred during set up / inspection for use. There were no reports of patient harm.

Manufacturer narrative:
E1 address: (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: we presume that when pushing the power button, sometimes the power is not turned on and does not react due to deterioration of the power unit. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.